Manufacturer narrative:
On (B)(6) 2021, additional information received indicated that date of event was on (B)(6) 2019. Sites for implants are as follow: left implant: catalog# 3502501bc; serial #/ lot# (B)(6). Right implant catalog# 3502501bc; serial #/ lot# (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on (B)(6). 2021. Device evaluation completed on (B)(6). 2021 during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 250cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. New information received with the device indicated that the patient underwent bilateral replacements as follow: left cat#: 3503254bc, sn#: (B)(6), right cat#: 3503254bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent breast augmentation revision with a 250cc mentor memorygel breast implant experienced bilateral baker¿s grade iii capsular contracture post procedure. As a result patient underwent bilateral removal on (B)(6) 2019. This report relates to one of the two prosthesis.